Manufacturer narrative:
Investigation conclusion the investigation of the returned web system found the implant separated from the delivery system, the hypotube kinked at the hypotube to connector junction, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The implant was found stuck within the distal section of the microcatheter. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned microcatheter was found flattened at 9cm from the distal tip, which may have caused or contributed to the reported complaint.

Event description:
No additional information received, please see h6 & h11.

Event description:
It was reported that the web was delivered to the target site. When the device was attempted to be detached, it would not detach. During retraction the web detached in the microcatheter. The web and microcatheter were removed together. There was no patient harm was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.